Manufacturer narrative:
During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of product or process issues identified affecting implant safety or effectiveness, the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cemented cruciate retaining standard femoral component left size 10 ,catalog #: 42502606801, lot #: 65321259. Persona stemmed cemented tibial component left size f, catalog #: 42532007501, lot #: 66008968. Persona cemented all-poly patella 32mm, catalog #:  42540200032 ,lot #: 66109023. G2 - report source - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2024-00015 and 3007963827-2024-00016. H3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface approximately six (6) weeks post-operatively to address infection. Attempts have been made; however, no additional information is available.